Event description:
It is reported that the flexi-seal was inserted on (B)(6) 2014 related to inconsistent maroon colored liquid stools, and was removed on (B)(6) 2014 associated with severe multifocal ulcerations of the rectum from the pressure ulcers related to the rectal tube resulting in rectal bleeding revealed by colonoscopy procedure. It is further reported that some of the ulcers were rather deep and almost the whole rectum was involved sporadically from mild and distal rectum all the way to most of the anal canal. Lastly, it is reported that patient was provided blood transfusions to treat the issue, physician recommendations was to continue treating the patient for all other issues per protocol; consider anusol or proctofoam topical therapy for few days in order to heal rectum from ulcerations, and to continue aspirin (asa) and plavix.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that patient's outcome was complicated with twenty nine (29) days hospital stay, however; the patient tolerated the procedure well and recovered in excellent condition without immediate post-procedure complications. Additional information received on 06/20/2014 is reported as follows: "territory manager reports hospital recently transitioned from control to signal. She was following up with nurse and received the attached email. Meeting is to be scheduled for week of (B)(6). I called nurse at 6:30 pm and left message. "No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.